Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular lead integrity alert. The lead remains in use. It was also reported that there was electromagnetic interference and no intervention was done. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.